Event description:
The customer reported when their device is powered on, the on led flickers then goes blank and the device does not function. The device is not completing a boot up cycle. There was no known patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.